Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no report of pt involvement.

Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was tested, and the output was found to be high to specification. The fault was found with the rotary valve. Investigations of similar instances determined that the rotary valves were subject to scratching of their sealing faces. No foreign materials were found to determine the cause of the scratches. (B) (4). It is not possible to conclude if the graphite caused the scratch. (B) (4).